Event description:
A physician reported that vitrector was completely occluded and cutting speed had to be scaled back to 10,000 cuts per minute. The test was performed with syringe and no liquid passed through the vitrector and priming failed during calibration phase of vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).